Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported all of the leads from one side moved out of place. The patient was reprogrammed with the leads still in place. Patient to see how long this works to avoid major surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-jan-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was maybe six months ago, in 2023, when they noticed they would press a stim on and off button since they were not feeling anything in their leg with the buzzing and everything. It would say stim on, and the pt would question it since they never had to question pain in their leg. Pt was wondering why they got pain in their leg, and it was not going away, so they figured out it must be something with the controller. Pt called back, saying they got the controller charged up, but when they went to use the controller, they saw settings not available. Pt also said they could not increase stimulation intensity. The patient repeated the issue with stimulation in this case. The agent reviewed the screen information and again followed up with the doctor's office to meet with the doctor /rep and check the programming. Additional information was received from the patient on may 24. They reported that they met with their hcp and the mdt rep and the device was reset and adjusted to stimulate le pain and an other for back pain. They further reported that the leads have moved and only 1 of the 2 is available and the adjustment to the working lead seems to be working